Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 mckesson prevent® sg glide safety hypodermic needles pulled out of their hubs. The following information was provided by the initial reporter: "needle disconnected from the hub".

Manufacturer narrative:
Investigation summary: it was reported the needle pulled out of hub. To aid in the investigation, six samples were received for evaluation by our quality team. A visual inspection was performed. Five samples came in opened packaging blisters, had the plastic shield and the safety mechanism was not activated. These needles did not remove from the hub with ¿finger pulling¿ force. The sixth sample came with no packaging blister, shield or needle and has the safety mechanism activated. The needle hub has residues of epoxy at the top that did not flow towards the bottom. No other defects or imperfections were observed. The needle with the missing cannula is non-conforming per product specification. This defect could occur if there was a jam at the cannulator inducing the symptom reported. A device history record review was completed for provided lot number 1288960. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 2 mckesson prevent® sg glide safety hypodermic needles pulled out of their hubs. The following information was provided by the initial reporter: "needle disconnected from the hub".